Manufacturer narrative:
The pod was received with the cannula not deployed. While awakening the pod using pod awakening tool, the needle/cannula got deployed. Pod download data showed that it completed first and second priming, and the pod got deactivated by the user at the end of second priming. Upon close inspection, the chassis sub assembly near the release bar was found to be damaged. This finding indicated an interference occurred between the release bar and the chassis sub assembly that contributed to the needle mechanism failure of needle/cannula not deployed, even after completing the second priming.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.